Event description:
Boston scientific crm received information that this patient's device pocket was noted with slight redness and a small hole. Upon manipulation a slightly viscous yellow substance was observed. In a revision procedure, the device pocket was reformed and the device was repositioned. Following the procedure the patient was put on a ten day course of antibiotics. No additional adverse patient effects were reported. Additional information was provided that the pocket had eroded. It was noted that the plan was to perform a pocket revision to implant the device in a subpectoral location.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the system was explanted due to infection. No additional adverse patient effects were reported.